Event description:
Bio-rad laboratories received a call from (B) (6) laboroatory in (B) (6) on (B) (6) 2008 inquiring about whether the waste from the pw 41 microplate washer waste bottle is infectious. The pw 41 microplate washer is a microwell plate washed used when running eia test kits. The customer stated that after running the gs (B) (6) plus o eia assay on the pw 41 microplate washer she went to remove the stopper from the waste bottle and in the process the liquid from the waste bottle splashed in her eye. The customer stated that the liquid in the waste bottle contained patient samples and kit reagents from the gs (B) (6) plus o eia kit; 7 patient samples were reactive. The customer stated at the time she was wearing a shield that hangs around the neck and rests on the upper chest. She stated that when she bent over to empty to waste the shield was no longer in a position to protect her face and she was splashed in the eye. The customer was not wearing any eye/face protection. By not wearing the appropriate eye/face protection the customer may have been exposed to potentially infectious human serum and/or plasma. The customer was seen at a clinic and was advised that she start antiviral therapy. The pw 41 microplate washer matrm, page 14-17 states "warning - the contents of the waste bottle should be considered potentially infectious. Handle and dispose of the waste in accordance with proper laboratory procedure". The gs (B) (6) plus o eia package insert, section 5, page 8, #4 states "this test kit should be handled only by qualified personnel trained in laboratory procedures and familiar with their potential hazards. Wear appropriate protective clothing, gloves and eye/face protection and handle appropriately with the requisite good laboratory practices".